Event description:
As reported, the autopulse platform (sn (B)(6) ) displayed a notification to adjust the lifeband, however, the lifeband was installed the appropriate way and ready to use. The customer thinks this is a sensor issue, however, the re-adjustment of the lifeband before switching on the platform tends to show the error a lot less. Once the platform is in use, it will continue to work. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
Zoll has not received the platform for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.